Manufacturer narrative:
Additional information: device evaluation: the reported device was not returned to cook inc. For evaluation. Investigation: a document-based investigation reviewed the following: instructions for use, quality control, specifications and trends. A review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed one related complaint, from the same facility, for this lot number. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. Conclusion: per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a turbo-ject power injectable PICC that was initially placed on (B)(6) 2018 for antibiotic delivery was found leaking at the lumen/white hub joint. The patient was at home and a community nurse was flushing the PICC in preparation for administering antibiotics when they noticed the leak upon flushing. The patient was admitted the to hospital and the cvad nurse inspected the PICC, flushed again and confirmed the leak. The PICC line was removed on (B)(6) 2018 and a peripheral cannula was inserted to complete antibiotic treatment.